Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and oversensing were noted on the right ventricular (rv) lead resulting in inappropriate defibrillation therapy. The patient was then hospitalized and the device was programmed off. Technical support was contacted and additional information was requested but not yet available. The patient was in stable condition.

Event description:
During follow-up, noise and oversensing were noted on the right ventricular (rv) lead resulting in inappropriate defibrillation therapy. The patient was then hospitalized and the device was programmed off. Technical support was contacted and the rv lead was capped and replaced. The patient was in stable condition.